Event description:
The company was informed that the pt's device was explanted due to infection at the implant site that has not healed since the initial device implant surgery. Advanced bionics is in the process of gathering more information, once more information is available a supplement report will be submitted.